Event description:
It was reported there were contacts 0-3 were showing high impedance preoperatively. The patient underwent an extension replacement. Review of old print outs, noted that there have been high impedances all along. The patient claimed she had stimulation until a motor vehicle accident in january.